Event description:
Voluntary medwatch received states that the right atrial lead exhibited low amplitude of p wave measurement which resulted in under-sensing. No intervention was performed. There were no patient consequences.